Event description:
Nurses and surgeon unable to remove foley catheter as unable to get balloon to deflate. Consultation by urologist who was also unable to deflate the balloon; subsequently burst by inflation with 150cc sterile water. Pt then undwerwent a cystoscopy to remove balloon fragments remaining in the bladder.